Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that the charge couple device unit or cable unit failed due to unexpected stress on the head and cable sections caused by the user's handling, resulting in no image being output. The instructions for use includes the following statements which can prevent the image issue from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any more information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image was foggy. This is attributed to condensation on the charge couple device (ccd) unit. Cause for this could not be conclusively determined. Other observations were that the cable kinked. Ccd housing wobbles due to loose mount holder, mount holder needs to be retightened.

Event description:
As reported for this event, the device yielded no image during the middle of the diagnostic procedure. Another similar device was used to complete the procedure. The procedure was completed without any delay. There was no harm or adverse impact to the patient. This issue had been noticed during reprocessing.